Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a patient burn occurred. During a radiofrequency ablation (rfa) treatment procedure, the physician asked the nurse for a coax needle / probe. By mistake, the nurse retrieved a standard needle. Nine minutes into the procedure using a leveen¿ standard electrode, it was noted that the patient had experienced a burn. No further patient complications were reported.

Manufacturer narrative:
Updated: age at time of event: 18 years or older.updated: describe event or problem.(B)(6). (B)(4).

Event description:
It was further reported the procedure was performed in the liver. The burn was confirmed to be a puncture burn. The patient experienced discomfort due to the burn.